Event description:
It was reported that there were impedance readings of greater than 40000 ohms tested at 3.0v on 0/2. The patient was in for a revision on the date of this report. The extension was tested with alligator clips and extension was tested in the adaptor and all were ok. The primary cell device was replaced and impedances were ok. The pocket adaptor was replaced and they had initially seen c/2, 0/2 and ½ as greater than 40 ,000 ohms. It was noted that they had disconnected the extension and wiped off the contacts and reinserted and tightened down and the impedances cleared up and were in normal range. The product would be returned for analysis. It was later reported that they were in the surgical procedure. It was noted that the patient had known about the impedance issue prior to the procedure. It was noted that the issue was on contact 2 and it was showing open circuits on all combinations. The patient had an activa primary cell device, alligator clips were used to check impedances directly on the extension and impedances had shown all normal so the adaptor was replaced. The adaptor was then connected and impedances were all normal. The adaptor was then connected to the new primary cell device and they read impedance values of greater than 40,000 on combinations with 2. It was noted that they had disconnected/reconnected and still had the issue on contact 2. It was noted that they planned to replace the extension. Due to contact 2 having intermittent open they were going to replace the extension to see if that resolved the situation. It was later reported that there were unexplained impedances on (B)(6) 2014. The implantable neurostimulator (ins) had normal battery depletion. It was noted that it was unknown if the adaptor was a part of the impedance issue. The device was used within the patient for treatment. There was no patient death or patient injury. Reference manufacturer¿s report number: 3004209178-2014-11981 for the system that high impedance original occurred on.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# (B)(4), explanted: (B)(6) 2014, product type: adapter. Product ID 37601, serial# (B)(4), explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID 3550-29, product type: accessory.

Event description:
Additional information received reported it was unknown if high impedances had resolved. The patient had high impedances during surgery and they had gotten almost all of them back to normal except one combination. It was noted that there was nothing else they thought they could do during the surgery. The patient was referred back to their neurologist for programming. No additional information and the manufacturing representative had not seen the patient since.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# (B)(4), product type: adapter; product ID 37601, serial# (B)(4), product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID 3550-29, product type: accessory. (B)(4).